Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the fenestrated bipolar forceps instrument was noted not to be cauterizing. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of the instrument not cauterizing. The instrument was placed on an in-house system for a cautery test and performed with no issues. The instrument passed electrical continuity testing. Engineering found a missing piece of the yaw pulley below the base of one of the grips. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.